Event description:
It was reported by the customer that the catheter was placed on (B)(6) 2009. On (B)(6) 2009, while the nurse attempted to turn and prop the pt, she discovered the brown extension line became disconnected from the luer hub. The customer described the disconnect as a very clean break. The nurse immediately clamped off the catheter and called the surgical team to report to the pt's room. While performing the seldinger technique, the catheter was replaced with a new central venous catheter (cvc). The pt tolerated the procedure very well. There were no reported consequences to the pt. Additional information received on (B)(6) 2010 stated that there will be no further information on this event.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.